Event description:
Per received report: the procedure was coil embolization for unknown vessel. The characteristic of the vessel was not calcified and not tortuous. During the procedure, the physician could not detach a deltaplush ((B)(4), complaint product). It is unknown how many times he pressed the detachment button. The complaint product was replaced for a new one and the procedure was completed with no other issues. Type of the dcb and the cable were unknown. It is unknown how many coils were successfully detached using the same cable/dcb before the complaint product. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the deltaplush, cable and dcb by visual inspection. It is unknown if any damages were noticed on the complaint product after the event. The complaint product is not going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
During a coil embolization of unknown target site, the deltaplush ((B)(4)) could not be detached. The device was replaced for a new one and the procedure was completed with no other issues. The vessel was not tortuous or calcified. The type of detachment control box (dcb) and connection cable (cc) used is not known and it is not known how many coils were successfully detached using the same dcb and cc prior to the event. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the deltaplush, cable and dcb by visual inspection. It is unknown if any damages were noticed on the complaint product after the event. It was reported that the device is not available for analysis. Based on the available information and without the return of the device for analysis, no root cause conclusion can be made. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot. Additional information will be submitted within 30 days of receipt.